Manufacturer narrative:
H.6. Investigation summary one photo received for investigation. Upon observation, two 20 ml syringe blister pack is seen, in which one of them shows paper attached to the seal possibly due to incorrect opening technique. During the documentary review, no records of quality events were found that could give rise to a defect reported by the client, the lot was inspected and subsequently released in accordance with the current work instruction, corrective and preventive action is currently under investigation, CAPA 1506100 was opened due to the increase in the number of claims related to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use when removing device from package, it frays affecting sterility with a bd syringe 20ml ll s/c 50. The following information was provided by the initial reporter: it was reported that when staff go to open syringes, the wrapper frays and syringes become contaminated.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use when removing device from package, it frays affecting sterility with a bd syringe 20ml ll s/c 50. The following information was provided by the initial reporter: it was reported that when staff go to open syringes, the wrapper frays and syringes become contaminated.